Manufacturer narrative:
A1: patient identifier: no patient involvement. A2: age or date of birth: no patient involvement. A3a: sex: no patient involvement. A3b: gender: no patient involvement. A4: weight: no patient involvement. A5: ethnicity: no patient involvement. A6: race: no patient involvement. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: (B)(6). The actual device was not returned for evaluation; however, an image of the actual device was returned for evaluation. Confirmation of the provided image of the actual sample, found that the purge line of the oxygenator was fractured at the port. By our past experience, we are aware that a similar fracture may occur when momentary external force is applied while the product is in a cooled state. Regarding the period from the month of manufacture (may 2023 based on the involved lot number) to the month of occurrence ((B)(6) 2024), the temperature at the involved area was investigated. It was found that the minimum temperature was below zero. History investigation of the involved product code/lot# was conducted. No anomaly was found in the manufacturing record and the shipping inspection record found one similar complaint. The actual sample was not returned in that case as well. According to the investigation result, no anomaly was found in the manufacturing records of the actual sample. Based on our past experience, it was thought possible that momentary force was applied to the actual sample in a cooled state during distribution process in the cold season after it was shipped from the factory, which resulted in the fracture. However, since the condition of the damage on the actual sample could not be confirmed, it was not possible to determine the cause of this case. Relevant instructions for use (IFU) reference: do not use if the package or device is damaged (e.g., cracked) or any of the port caps are off. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the involved capiox fx25 device was broken. When the device was unpacked the oxygenator from the plastic bag, the purge line was identified to be disconnected at the place of its connection with the oxygenator body. There were no signs of external package damage or impact on the box during transportation. The damage was detected during unpacking oxygenator from the transparent package. There were no signs of impact on the external or internal package, and the unpacking was done carefully (occasional or intentional damage is excluded). The event occurred pre-treatment.